Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 675 mg/dl. The customers also reported blood glucose level was 600, 548, 530 mg/dl. The customer experienced symptoms such as headache and throwing up. The customer was treated with humolog injection long acting insulin drip and insulin pump. The insulin pump will not be returned for analysis.